Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, urinary problems, erosion and recurrence. It was further reported that patient experienced vaginal vault prolapse and underwent total abdominal hysterectomy, sarcolopexy and cystocele repair with a gortex soft tissue patch on (B)(6) 2005. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.